Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a health care professional (hcp) expressed concern about this implantable cardioverter defibrillator (ICD) potentially undersensing atrial activity. The hcp noted that the premature ventricular contractions (pvcs) had a similar morphology to normal ventricular signals. The patient has a known history of junctional rhythms. Technical services (ts) was consulted and recommended adjusting the device programming to delay atrial pacing and prevent blanking of r waves. No adverse patient effects were reported. This ICD remains in service. Additional information was provided in which a hcp requested ts a review, as undersensing for a different event was suspected. Ts discussed that, in the episode in question, there was no true undersensing; instead, atrial pacing events were covering underlying ventricular events. Further review of episodes showed that atrial pacing covered premature ventricular contractions (pvcs), after which the device delivered ventricular pacing at the backup rate. Ts provided programming recommendations. The hcp also noted that the atrial pacing percentage appeared high. It was discussed that the lower rate limit is set at 70 beats per minute, which likely explains the increased atrial pacing. No adverse patient effects were reported. This device remains in service.